Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. (B)(4). The service engineer (se) inspected the device. The se checked the connection and board seating. The se replaced the power management (pm) board and all tests passed.

Event description:
It was reported that the ventilator failed the power test. The ventilator did not switch to alternate current (ac) power when the internal battery was disconnected. No patient involvement. Event date not specified; estimate used.